Event description:
It was reported that on (B)(6) 2007, mesh and a boston scientific system product were implanted into the pt to treat her cystocele, rectocele, and stress urinary incontinence. It is reported that the pt experienced urinary incontinence, infection, erosion of mesh placed inside her, scarring, and prolapse and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion the pt experienced pain, bleeding, infection, urinary problems and vaginal scarring. No additional info provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh vaginal repair on (B)(6) 2007 due to vaginal prolapse with concurrent cystoscopy, bilateral cystocele repair, right and left paravaginal defect repair and right and left sacrospinous vaginal vault suspension.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that patient underwent excision of vaginal mesh anterior and posterior on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/07/2015.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and vaginal scarring. (B)(4).